Manufacturer narrative:
H3: seventeen cadd extension sets from p/n 21-7383-24 were received in unused conditions within their original package. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination; no discrepancies were found. The samples received were tried prime using a cadd pump solis in order to replicate the failure mode; no discrepancies were found. A review of the manufacturing process for p/n 21-7383-24 l/n 3971521 was conducted by quality engineer in order to verify that there are no situations or practices that could create the reported issue. The reported issue was unable to be duplicated since there was no fault found with the returned samples.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: the samples were visually inspected at 12? To 16? Under normal conditions of illumination. No defects were found on unused sample; also no obstructions nor occlusion were detected on the decontaminated sample. Functional testing: the samples received was tried to prime using a cadd pump solis [cal. ID: 1.0326; due date: august 2021] to replicate the failure mode. No occlusions were defected on seventeen samples; the complaint was not confirmed. While the decontaminated sample was connected to an IV bag to prime by the gravity method as IFU as10009819-002 indicate. There was not difficult to prime devices before the filter, however fluid leak from the air vent of the filter, thus the water can not flow through the whole device due to fact that all liquid get out before to the check valve. The failure mode reported on this complaint is not confirmed, however other problem was found. No other analysis was performed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, the nurse experienced difficulties flushing the tube during the night. It was reported that the next morning, the pocket was near full and the pump displayed "upstream occlusion" alarm. No adverse effects were reported.